Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and they experienced high blood glucose level of 459 mg/dl. The customer treated with manual injections. Customer reported event was resolved by changing complete set. Troubleshooting for high blood glucose was declined. The reservoir will not return for analysis.